Event description:
It was reported that during a colon resection, the device misfired and did not lay a complete staple line. Some of the staples deployed but not all of them. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.